Manufacturer narrative:
The distal tip of the cannula was visually found to be folded in on itself with deformation and no visible opening remaining. The cannula passed insulin from the reservoir during evaluation, but this condition could have contributed to restricted insulin flow. This type of damage typically occurs when the pt is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. The run data downloaded from the device indicated that the motor was working against a restriction, limiting its ability pump insulin. As noted in the user guide, pts are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. A review of the DHR for this lot does not show any abnormal events or trends from manufacturing and testing. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report that he experienced unexplained high bg levels that would not come down with boluses. Pdm read "high". He finally removed the pod and noted that the cannula did not appear to be bent. Customer was able to activate new pod. No further information reported. The device is being returned for evaluation.